Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. Upon further inspection, it was observed that the play movement of the control knob did not meet standard. It was also observed that the glue of the bending section cover had dents and cracks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope angulation became locked and could not disengage. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following operation manual. "Flexibility adjustment endoscope model: endoscopes with flexibility adjustment warning: if the rigidity of the insertion tube has to be increased during an examination, confirm that there are no loops or excessive bends in the insertion tube (if necessary, use fluoroscopy before increasing its rigidity. If the force required to turn the flexibility adjustment ring is greater during the procedure than it was when inspecting the endoscope, it may mean that the insertion tube is excessively bent inside the patient. In this case, straighten the insertion tube as much as possible before attempting to increase the rigidity. Failure to do so may cause patient pain, injury, bleeding, and/or perforation." Olympus will continue to monitor field performance for this device.